Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and the next day after treatment the patient noticed an oozing burn near the nose. The patient has not undergone any other treatments in the same symptom area. There was no skin change noticed during or immediately post procedure. The patient was not given any medication prior or during the treatment. The patient was told to get burn medication from her doctor. The patient applied neosporin at home to treat the burn. The treating facility is not sure if the burn will heal without a permanent scar. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. The treatment tip was not inspected prior to or during treatment and has been discarded by the treating facility.

Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of lack of full contact to patient's skin, insufficient force during rep delivery, handpiece/foot pedal button release before the delivery was complete, failure to follow on-screen instructions, and rf noise. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device serial number was not reported, thus, device history records were not able to be reviewed. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.